Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that patient's receiver was exposed to water. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.